Event description:
The below report was received by health authority food and drug administration (reference number: (B)(4)) on 15-jan-2015. The most recent information was received on 28-jan-2020. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of pelvic pain ("pain in my pelvic region (sharp, stabbing pains in her pelvic region)") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of postpartum state in 2004 and irregular menstruation and parity 2. On (B)(6) 2004, the patient had essure (ess205) inserted. Essure (ess205) was removed in 2017. An unknown time later she experienced pelvic pain (seriousness criteria disability and intervention required), allergy to metals ("allergic to nickel"), fatigue ("exhausted "), arthralgia ("joints hurt"), back pain ("lower back pain (sharp, stabbing pains in her lower back)"), abdominal pain upper ("stomach pain"), abdominal distension ("bloating"), mood swings ("mood swings"), polymenorrhoea ("periods are frequent") and heavy menstrual bleeding ("periods are heavy with huge blood clots"). The patient was treated with non-drug therapy (essure removal). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, arthralgia, back pain, fatigue, heavy menstrual bleeding, mood swings, pelvic pain and polymenorrhoea to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jan-2020: pif received. Essure removal date was added. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5039321) on 15-jan-2015. The most recent information was received on 01-jun-2022. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of pelvic pain ("pain in my pelvic region (sharp, stabbing pains in her pelvic region)") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of postpartum state in 2004 and irregular menstruation and parity 2. On (B)(6) 2004, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criteria disability and intervention required), allergy to metals ("allergic to nickel"), fatigue ("exhausted "), arthralgia ("joints hurt"), back pain ("lower back pain (sharp, stabbing pains in her lower back)"), abdominal pain upper ("stomach pain"), abdominal distension ("bloating"), mood swings ("mood swings"), polymenorrhoea ("periods are frequent") and heavy menstrual bleeding ("periods are heavy with huge blood clots"). Essure (ess205) was removed in 2017. The patient was treated with non-drug therapy (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, arthralgia, back pain, fatigue, heavy menstrual bleeding, mood swings, pelvic pain and polymenorrhoea to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.